Manufacturer narrative:
Concomitant medical product: achieve mapping catheter. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/61 years old. Of note, multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique manufacturer/methods/product lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿reconnection rate and long-term outcome with adenosine provocation during cryoballoon ablation for pulmonary vein isolation.¿ journal of atrial fibrillation. Feb-march 2017. Volume 9: issue 5. Www.jafib.com. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoablation balloon/sheath catheter/mapping catheter: there were three (3) patients who experienced ¿transient¿ phrenic nerve palsy (pnp); with unknown treatment/ resolution. There were two (2) patients with procedural bleeding complications; four (4) patients with ¿other¿ procedural complications. There was one (1) patient with a reported perforation during the procedure; with unknown treatment/resolution. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the cryoballoon catheter/sheath catheter/mapping catheter is unknown. No further patient complications have been reported as a result of this event.